Event description:
After an implantation time of about 36 months, sensing disturbances were reported. The ICD was exchanged. No adverse pt effects were reported. Kentrox sl-s 65/16 steroid, MDR 1028232-2008-01568.

Manufacturer narrative:
The ICD was eri. The device had been implanted for a period of 36 months, and 110 charge processes had been recorded. Traces of lead insulation abrasion were found. Next, the connection system of the defibrillator was checked mechanically. Test leads could be inserted easily, making appropriate contact with low ohm values. The header dimensions were all within the dimensions defined by the is-1 or df-1 standard. There was no material defect or manufacturing error. The memory content of the ICD was checked and contained the expected data. The analysis of the iegms showed that external disturbances led to the complained about inappropriate charge processes, part of which were aborted. Next, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock.